Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Product evaluation: product review of the skin graft mesher sn (B)(4) by dover on (B)(6) 2020 revealed the comb was bent. The pre-test calibration and test cut could not be performed due to a bent comb. The gear, bottom roll, and side plates also had visible wear. Product repair: repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: comb, comb springs, gear, bottom roll, side plates, shoulder bolts, washers, stabilizer feet, and various other parts the device, serial number (B)(4), was then tested and functioned properly. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was returned for unknown repair as during surgery it took effort to move the carrier through the mesher. No harm, no delay and no additional graft required. Here was no further information provided. No adverse events were reported as a result of this malfunction. No additional event information available.